Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the syringe pump was infusing norepinephrine when a channel error was received. Patient had a drop in blood pressure however remained stable as there was an extra pump at bedside and changed immediately. It was reported through customer biomed the channel error received was error code - 351.6660 and 353.7200. There was patient involvement but no harm.

Event description:
It was reported the syringe pump was infusing norepinephrine when a channel error was received. Patient had a drop in blood pressure however remained stable as there was an extra pump at bedside and changed immediately. It was reported through customer biomed the channel error received was error code - 351.6660 and 353.7200. There was patient involvement but no harm.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information: device eval by manufacturer?, remedial action required, remedial action #.manufacturer narrative annex a : a040507, a040601, a040502, a0401, a1801. Annex g : g04061, g02017. Annex b : b01, b14. Annex c : c070606, c0601, c07. Annex d : d01, d02, d15. The actual date of event is unknown. Investigation summary: the reported complaint of the syringe module alarming for error codes 351.6660.0 and 353.7200.5 was confirmed during functional testing. It was also confirmed recording error code 351.6660.0 when a review of the logs was performed. External inspection of the suspect syringe module observed a broken barrel flange gripper and flange gripper retainer. O drive head up/down vertical movement did not work as intended as it was binding with the broken barrel flange gripper and flange gripper retainer. Internal inspection found the tube drive arm sleeve with black score marks on the entire length of the sleeve. There were signs of fluid ingress and corrosion on the carriage block assembly. There were also signs of fluid ingress on the drive train assembly. Based on log analysis results, the last instance of the reported error code (351.6660.0) was on 05 august 2024 at 5:13 am. During functional testing, the syringe module was identified alarming and recording the reported channel error immediately when the device was attached and powered on. This prevented any further testing to be performed. Flange gripper and wiper seal were temporarily replaced, for testing purposes only, with known good parts. With the flange gripper and wiper seal were replaced; calibration and preventive maintenance tasks were performed. Both tasks completed and passed. Infusion testing performed on the suspect syringe module completed with no errors or malfunctions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2) the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported complaint of a channel error codes 351.6660.0 and 353.7200.5 is attributed to a broken wiper seal which was restricting the movement of the drive arm assembly. Note that imdrf annex a040507, a040601, a040502, a0401, a1801, c070606, c0601, c07, d01, d02, d15 and g04061, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.